Event description:
It was reported that the arctic gel pads had a low flow for a neonatal pad. Visited the unit and found flow fluctuating (without any manipulation) between 0.5-0.7 lpm, the device diagnostics were wnl. Changed devices without resolution and changed the pad and flow settled at 1.2 lpm. Mgh now had two open pads to return, the cns also took of the shelf two pads with the same lot number for return to bd (nghp2411). Per sample received on (B)(6) 2023, it was noted that the additional arctic gel pad was returned for evaluation. During sample evaluation, a kink was found in the returned sample. Per notification received on 17jul2023 there was an another flow issue was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed, as the device met specifications during testing. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned samples noted two opened arctic gel neonatal pads present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam, no visible chips or deformities at the ends of all connectors, tubing for all the pads noted no kinks present, hydrogel was intact with pad and not separated. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. Corrections: d,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic gel pads had a low flow for a neonatal pad. Visited the unit and found flow fluctuating (without any manipulation) between 0.5-0.7 lpm, the device diagnostics were wnl. Changed devices without resolution and changed the pad and flow settled at 1.2 lpm. Mgh now had two open pads to return, the cns also took of the shelf two pads with the same lot number for return to bd (nghp2411). Per sample received on 20jun2023, it was noted that the additional arctic gel pad was returned for evaluation. During sample evaluation, a kink was found in the returned sample. Per notification received on 17jul2023 there was an another flow issue was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic gel pads had a low flow for a neonatal pad. Visited the unit and found flow fluctuating (without any manipulation) between 0.5-0.7 lpm, the device diagnostics were wnl. Changed devices without resolution and changed the pad and flow settled at 1.2 lpm. Mgh now had two open pads to return, the cns also took of the shelf two pads with the same lot number for return to bd (nghp2411). Per sample received on 20jun2023, it was noted that the additional arctic gel pad was returned for evaluation. During sample evaluation, a kink was found in the returned sample. Per notification received on 17jul2023 there was an another flow issue was reported.

Manufacturer narrative:
The reported issue was unconfirmed, as the device met specifications during testing. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned samples noted two opened arctic gel neonatal pads present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic gel pads had a low flow for a neonatal pad. Visited the unit and found flow fluctuating (without any manipulation) between 0.5-0.7 lpm, the device diagnostics were wnl. Changed devices without resolution and changed the pad and flow settled at 1.2 lpm. Mgh now had two open pads to return, the cns also took of the shelf two pads with the same lot number for return to bd (nghp2411). Per sample received on 20jun2023, it was noted that the additional arctic gel pad was returned for evaluation. During sample evaluation, a kink was found in the returned sample. Per notification received on 17jul2023 there was an another flow issue was reported.